Event description:
It was reported that episodes of non-sustained rv oversensing due to oversensing noise was observed on a merlin transmission. It was determined that the noise was caused by a left ventricular assist device (lvad). Programming changes were made to resolve the oversensing issue. The patient was in stable condition.